Manufacturer narrative:
Testing and investigation found burning and charring around the ac receptacle. Due to this the device was not connected to ac power. There was spillage on the exterior of the case around the ac receptacle and fluid ingress found in the ac receptacle. The probable cause of the burning and charring was due to short caused by fluid ingress into the ac receptacle. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, prior to patient use, it was discovered that the device had "evidence of electrical sparking." No further details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.